Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown and unavailable.

Event description:
As reported by the patient'sattorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.